Event description:
It was reported that the device entered hardware reset. It was stated that the patient should be placed on external monitoring for defib support and the device be explanted.

Manufacturer narrative:
No medwatch form was received.